Event description:
In this event, it was reported that a patient experienced pain after placement of an abutment on an osseospeed tx implant. The clinician initially thought that the pain was due to material hypersensitivity, but they could not find any inflammation or anything else that would indicate such. The dentist decided to leave the implant in the site. When the prosthetic did not work, the dentist removed the implant and the patient's symptoms disappeared.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.